Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analyzed that system did not boot up successfully. After reviewing the log file, rse found flex vision pc is not succeeded after 105 seconds. Rse asked customer to check flex vision pc is powered on and all network cables are correctly connected. After troubleshooting by rse, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that the system did not boot up successfully, it got stuck at 00:00. The issue was found outside of clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.